Manufacturer narrative:
The device will not be returned for investigation as implant coil implanted in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move. If the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that during procedure, the physician repositioned 3 times and implanted the axium coil into the target aneurysm under assistance of balloon catheter. Since the coil was implanted making a frame as expected, the physician deflated the balloon and checked the contrast radiography. Then the physician inflated the balloon again and detached the coil with an instant detacher. The physician started removing the pushwire, but the coil followed the pusher. The physician pushed the pushwire and delivered the coil into the aneurysm again, and manual detachment was attempted. However, the coil followed the pusher and was not detached. The physician delivered the coil into the aneurysm again, then he pushed the pushwire little bit further from the second marker of microcatheter and made the pusher out of microcatheter tip a little bit; this was done 3 times repeatedly. The physician somehow managed to detach the coil and removed the pusher from the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.